Event description:
It was reported that the patient had a migrated lead after having a few falls. Surgical intervention was undertaken on (B)(6) 2025 wherein the lead was explanted and replaced to address the issue. Therapy was restored post procedure. It is unknown which lead migrated.

Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000067051. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.